Event description:
It was reported that a patient underwent revision surgery approximately 6 months post-operatively to address a migrated mantis redux blocker.

Manufacturer narrative:
Additional data: b5, d4, d9, h4, h6 coding.

Event description:
The patient reported experiencing minor pain.